Event description:
The customer reported being hospitalized due to high blood glucose of more than 600mg/dl. The customer was experiencing unexplained high glucose for the past six days. Troubleshooting was performed. The customer stated that the event leading to her admission was headache and vomiting. The programming, time, and date were correct. Ran a fixed prime test and passed. The customer's recent glucose reading was 353mg/dl, and she has treated with manual injections. The customer does not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.